Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device experienced ventricular fibrillation (vf). The device delivered a 21 joule shock that was unsuccessful in converting the patient's vf. Subsequently, a 31 joule shock was delivered that successfully terminated the patient's vf. The local boston scientific field representative (fr) noted that the shock impedance measurements had risen to 125 ohms over the past year. Boston scientific technical services discussed possible causes and trouble-shooting measures with the fr. Ultimately, the patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.